Manufacturer narrative:
No report of procedure delays or cancellations. The user facility reported that an employee opened the sterilizer chamber door when a slight odor emitted from the sterilizer causing eye irritation. The employee was not wearing proper ppe during the reported event. The v-pro max operator manual states (pp. 1-2), "when handling hydrogen peroxide, wear appropriate personal protective equipment and observe all safety precautions. See vaprox hc sterilant msds, product label and package insert for additional handling information". The v-pro max operator manual states (pp. 2-1), "personal protective equipment including goggles or face shield and chemical-resistant gloves (barrier laminate, butyl rubber, nitrile rubber, neoprene rubber, polyvinyl chloride or viton®1). Ppe required per task varies depending upon hazards of the task". Following the reported event the employee self-treated by washing out their eyes and returned to work. The v-pro max sterilizer utilizes vaprox sterilant which is comprised of 59% hydrogen peroxide. Hydrogen peroxide is odorless in its vapor state. A steris service technician arrived onsite, inspected the sterilizer, and confirmed the unit was operating per specification; no repairs were required. The technician ran a test cycle, could not detect an odor, and returned the v-pro max sterilizer back to service. The technician discussed and reviewed the appropriate ppe when operating a v-pro max sterilizer with user facility personnel. No additional issues have been reported.

Event description:
The user facility reported an employee experienced eye irritation following a completed processing cycle in a v-pro max sterilizer.